Event description:
Customer reported a (B)(6) for a patient with anti-e tested on (B)(6) 2013 with 0.8% resolve panel a for gel lot #vrb186. The anti-e could not be identified until they ran a ficin panel. Account is using immucor screening cells diluted to 0.8% using mts diluent 2 with mts igg card. Customer tested manually in gel incubating for 15 minutes. The e positive screening cell reacted. Account then performed 0.8% resolve panel b lot #vrb186 and saw 6 cells react (1+ to 2+), three of which were big e (B)(6) (15, 17, 20), three of which were big e (B)(6) (18, 19, 21). One big e (B)(6) cell on the panel (16) did not react. Account ran 0.8% resolve panel c ficin treated and was able to identify anti-big e. Account performed a full cross-match in gel. No harm came to any patient. Only big e (B)(6) units were selected for transfusion. Daily qc performed and found to be acceptable. All reagents were stored appropriately and had a normal appearance prior to use.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).